Manufacturer narrative:
The customer resolved the issue by calibrating the sample probe and reagent probes. No additional discrepant result issues have been reported since the probes were calibrated. A review of the service history for the analyzer did not identify any additional service or complaint issues on or around the time of the issue that may have contributed to this issue. A review of complaint and trending data for the sample probe and reagent probe did not identify any trends or issues. Device history review for the likely cause parts did not identify any non-conformances or deviations. A review of tracking and trending in the product monitoring review for clinical chemistry systems found no systemic issues or trends for the architect system nor likely cause parts. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency was identified for the architect c4000 processing module (c461420).

Event description:
The customer observed a falsely elevated lactate dehydrogenase (ldh) result generated on an architect c4000 processing module for one patient. (B)(6) initial result = 380 u/l; repeat results ranging from 145 to 224 u/l. The customer provided reference range is 125-220 u/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.